Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. A blocked lumen can occur due to a number of factors including, but not limited to low blood pressure, a blood clot, tissue interference, the marker port not being in the arterial lumen, the marker port against the patient artery or a small patient vessel diameter. This may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, 100% in process testing of marker lumen patency is performed. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the reported use of the perclose proglide system by a physician untrained in the use of the device is inconsistent with the instructions for use (IFU). Furthermore, the tortuosity and elasticity of the arteries may have played a role in the experienced event. The customer reported the device was discarded. A review of the finished product lot history record (lhr) did not reveal any manufacturing related nonconforming material records (ncmrs) associated with this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. However, deviating from the IFU may have played a role in this event. The other perclose proglide, in being filed under a separate MFR number.

Event description:
It was reported that a physician not trained in the use of the perclose proglide device attempted arteriotomy closure of a very tortuous and elastic left and right common femoral artery after an interventional procedure. Reportedly, during the device positioning, there was no drip of blood observed from the marker lumen. Both the proglide devices were removed from the anatomy and manual compression was applied for 15 minutes on both the groins to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.